Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The driver was returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. The returned driver has been broken off at the tip. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the cannulated driver was defective. There was no patient present when this issue was identified.